Event description:
Contacted regarding an erroneously elevated troponin (accu tnl) result from a single pt that was generated by the access 2 instrument. The elevated accu tni result was 0.56ng/ml. The customer retested the original pt's sample for accu tni. The repeated accu tni result was 0.00ng/ml and was reported out of the lab. No additional event information was provided. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.